Event description:
After a treatment of arteriovenous fistula (avf) with onyx. During catheter removal, difficulties were encountered. After several attempts, the catheter broke at around 15 cm from the distal tip. The patient status was reported completely well after one week.